Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had display issue and the power cord was not retracting. The issue was found by getinge fse during routine check. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6) hospital. Event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.